Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/08/2025, the pediatric patient was shaking and sweating while the cgm was displaying 180 mg/dl and the patient¿s bg was 68 mg/dl. The patient was given two glucose tablets and the sensor was removed. After approximately 10 minutes, the patient¿s condition improved. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.